Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Inserter placed 20 ga x 6 cm endurance using ultrasound. Inserter could not obtain access with intro needle, so the inserter removed the device as a single unit. Upon removal, about 1-2 cm of the catheter was said to have been left in the patient in subcutaneous tissue. No catheter was left/found inside the vein. The catheter was said to have been left there until the vascular surgeon could remove the following day. Next day, the catheter could not be found. It was reported the customer did not know if the catheter migrated or was not left in the patient after all, and that the patient is fine. No complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Inserter placed 20 ga x 6 cm endurance using ultrasound. Inserter could not obtain access with intro needle, so the inserter removed the device as a single unit. Upon removal, about 1-2 cm of the catheter was said to have been left in the patient in subcutaneous tissue. No catheter was left/found inside the vein. The catheter was said to have been left there until the vascular surgeon could remove the following day. Next day, the catheter could not be found. It was reported the customer did not know if the catheter migrated or was not left in the patient after all, and that the patient is fine. No complications reported.